Event description:
Patient is a (B)(6) female who presented to the medical center emergency department on (B)(6) 2012, for altered mental status. While in the emergency department the patient was found to have wbc of 136,000 with > 98% blasts and febrile with concern for leukemia. The patient was transferred to the ICU for treatment. During the afternoon of (B)(6) 2012, an order for a dophoff tube was placed. An experienced nurse placed the dophoff tube with the assistance of the cortak machine. An x-ray was taken to confirm location of the tube. A couple hours after placement of the tube another nurse documented that the patient was having tachypnea and labored breathing. A 2nd x-ray was ordered which indicated a left sided pneumothorax. Following discovery of the pneumothorax attempts were made to evacuate the pneumothorax with placement of a chest tube. The chest tube placement did not relieve the patient's labored breathing as expected and it was noted that there was an abnormal amount of blood coming through the tube and oozing from the chest tube incision site. The patient continued to decline and was intubated. After the intubation blood was also noted within the intubation tube. The patient went into pea and CPR was initiated.